Event description:
The facility's biomedical engineer reported an infusion pump with a 538 failure. The device was received by the biomed with no additional information and there was no report of any patient injury or medical intervention caused by the failure of this device. Writer attempted to gain additional details regarding the medication involved, pump programming information, patient status, medical intervention, specific patient information, tubing product code and lot number, but no additional details were able to be obtained.